Event description:
The product was used during a laparoscopic herniorrhaphy procedure. Reportedly, the instrument jaw was caught to the tissue with a staple in it. The surgeon removed the jaw and used another instrument to complete the procedure. The hospital has reported no patient injury occurred.